Manufacturer narrative:
Quality controls were acceptable prior to the event. An issue with the analyzer or reagent can be ruled out. A review of alarm trace data showed no relevant alarms. The investigation determined the issue is consistent with insufficient pre-analytic sample handling as required rack adapters were not used for primary tubes.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). Rack adapters required for 13 mm. Diameter tubes were not used when the first two samples were tested. The sample tubes used were 13 x 75 mm. On (B)(6) 2026, the field service engineer found dirt and residue on analyzer parts. Patient samples were checked and no fibrin or clots were detected. Samples 1 and 2 were repeated in the same run that included a high concentration sample. The repeat results were all < 0.100 miu/ml. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with elecsys hcg+beta on a cobas e411 rack. The first sample initially resulted in an hcg+beta value of 340.3 miu/ml with a data flag. The sample was repeated on (B)(6) 2026, resulting in a value of < 0.100 miu/ml with a data flag. The second sample initially resulted in an hcg+beta value of 4.36 miu/ml on (B)(6) 2026. The sample was repeated, resulting in a value of < 0.1 miu/ml with a data flag. The third sample initially resulted in an hcg+beta value of 5.14 miu/ml with a data flag on 18-(B)(6) 2026. The sample was repeated on (B)(6) 2026, resulting in a value of < 0.100 miu/ml with a data flag. The sample was repeated on (B)(6) 2026, resulting in a value of < 0.100 miu/ml with a data flag. The fourth sample initially resulted in an hcg+beta value of 9.60 miu/ml with a data flag on (B)(6) 2026. The sample was repeated on (B)(6) 2026, resulting in a value of < 0.100 miu/ml with a data flag. The sample was repeated on (B)(6) 2026, resulting in a value of < 0.100 miu/ml with a data flag.